Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through dchu, (B)(6). Initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. CAPA/sa - based on the investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm hp was difficult to operate. The following information was provided by the initial reporter:   the consumer reported that the inner shield and outer cover are difficult to remove and the button remains depressed until removing the pen needle.